Manufacturer narrative:
UDI could not be included in this report since customer did not provide lot number. No investigation possible without lot number. More information was requested from the customer to perform further investigation, however customer declined to provide any further information. Two consecutive tests were negative and a single competitor test came out positive and was considered true based on customer belief of being exposed to covid.all tests performed within few hours of each other. However, no confirmatory test like pcr was performed. Doctors office prescribed paxlovid. Also not known is if the customer followed the correct procedure for testing as they refused to review the procedure with company representative. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported false negative result for covid on clinitest covid19 self test when compared with result from binoxnow covid test based on which doctor's office prescribed paxlovid medicine. There was no reported injury due to this event.